Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a dislodged grip ring with a damaged screw head. When installed on an in-house system, the grips did not open, and the grip open lever was nonfunctional. The grip ring was observed to move freely along the grip drive adapter, which likely prevented proper grip actuation. Additionally, the instrument failed initialization during in-house testing. While engagement was successful, the instrument failed the initialization (homing) test in 3 out of 3 attempts. No logs were available to further verify the homing sequence. A moderate number of debris was observed on the jaws. The dislodged proximal grip ring likely prevented proper grip closure, leading to failure during self-test/homing (initialization) and, in most cases, an exposed blade condition. The complaint was confirmed by failure analysis. The probable root cause is attributed to a dislodged grip ring, leading the instrument to fail the initialization test and to have an exposed blade.

Event description:
It was reported that during a da vinci assisted surgical procedure, vessel sealer extend instrument received error message about blade exposure. The customer reported event has no report of patient injury.